Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately low compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at noon on (B)(6) 2014. The patient reported obtaining blood glucose readings of ¿89, 42 and 16 mg/dl¿ on the subject meter. The csr noted that the reported reading of ¿16 mg/dl¿ was unusual as the subject meter should not provide readings below 20 mg/dl. The patient manages their diabetes with insulin with no adjustments. The patient reported consuming some candy in response to the low readings. The patient stated that they did not develop any symptoms but visited the emergency room (ER). The patient reported being treated at the ER with an IV drip to lower their blood sugar. The patient reported having their blood glucose tested and obtained a reading of ¿549 mg/dl¿ on an ER/hospital meter at 1:45 pm on the same day. The patient also mentioned obtaining an error 5 message on the subject meter; however, the reported injury was more likely caused by the alleged inaccuracy. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient was unable/unwilling to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient became hyperglycemic and required medical treatment at the ER after the alleged product issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/30/2015). The patient¿s meter has been returned on 1/7/2015 and evaluated by lifescan product analysis on 1/16/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.